Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer did not report that sensor was broke inside or outside of the body.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was broken. The customer¿s blood glucose level was unknown at the time of the incident. The customer assisted with troubleshooting for loss of communication. The sensor will be returned for analysis.